Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 0.014 inch ht versaturn guide wire was being used with a fractional flow reserve (ffr) catheter in the heavily tortuous, heavily calcified left circumflex coronary artery with 50% stenosis. The versaturn was at the circumflex lesion. The ffr catheter was being advanced on the versaturn, but got stuck during advancement on the proximal end of the versaturn, while the it was still outside the anatomy. The ffr catheter was removed from the versaturn, but there was slight resistance during removal. The same ffr catheter was used with a non-abbott guide wire and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.